Event description:
It was reported that a patient presented to clinic, an x-ray was performed and externalized conductors on their right ventricular (rv) lead was noted. The physician elected to cap and replace the rv lead on (B)(6) 2021. The patient condition was stable before, during, and after the procedure.